Manufacturer narrative:
Date rec¿d by MFR : 24jan2019. The touchscreen assembly was received at philips for failure investigation. The touchscreen assembly was tested. The touchscreen calibration was unable to be initiated. Touching the start button in the calibration screen returned to the diagnostics menu. Further investigation revealed that the flex circuit measurements were out of specifications. The customer complaint of ¿unresponsive display¿ was confirmed. The touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 8nov2018. The field service engineer (fse) evaluated the device and verified the reported condition. The touchscreen calibration failed. The fse replaced the touchscreen assembly to address the issue;the ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator touchscreen was unresponsive. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.